Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off when pressing the lead select button during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The third party service agent downloaded the electronic records from the customer¿s device. Physio-control reviewed the electronic records and was able to confirm that the device experienced multiple inappropriate losses of power. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off when pressing the lead select button during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use.